Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve dislodged resulting in moderate paravalvular leak. The valve was snared into the ascending aorta. A second valve was implanted successfully with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.